Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 cubies were failed. The field service engineer reseated connections to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the device was not detected on bus. The customer stated that this malfunction delayed in the patient care. There were no adverse events or injuries reported based on this incident.